Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. In addition to a down angle, additional evaluation findings are as follows: due to wear of angle wire bending angle in up direction did not meet the standard value, due to deformation of suction connector water tightness was lost, connecting tube had a scratch, plastic distal end cover had a scratch, light guide lens had a crack, adhesive around light guide lens was peeled, objective lens had a scratch, adhesive around objective lens was peeled, light guide cover glass had a scratch, scope cover unit had a scratch, suction connector had a dent, suction connector had a scratch, protector of universal cord on suction connector side has a scratch, universal cord had a scratch, image guide protector has a scratch, connecting tube had discoloration, forceps channel port was shaved, scope cover had a scratch, switch box had a scratch, switch 4 had wear, switch 1 had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, control unit had discoloration, control unit had a scratch, suction connector was dirty due to water leakage, adhesive on bending section cover had a chip, due to wear of angle wire the play of up/down knob was out of the standard value, due to adhesive peeling on insulate bending section cover on resistance value at distal end did not meet the standard value, grip had a scratch, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a down angle. During the evaluation the following reportable malfunction was found: there is a foreign object inside the nozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.